Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm for failure analysis (fa) and is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the operating room (or) staff called technical support engineer (tse) and stated that they had issues with opening and closing the instrument jaws on arm 2. Tse reviewed the logs and found no errors. Prior to calling in, the staff reseated the sterile adapter and replaced the drape and issue remained. Staff stated that the fenestrated bipolar forceps and stapler sureform 60 jaws instruments would close but they would have to force them to open. While on the phone call, staff had started to use the camera on arm 2, so they still had the use of all four arms. Tse suggested a power cycle of the system between cases. The or nurse then called tse to report an issue with the left master tool manipulator (mtml). Staff can manually open the mtm, but the mtm closes on its own. Although the system was currently in use, surgeons have indicated they may refrain from using it if the issue is not resolved promptly. The procedure was completed with no patient harm.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed, and the reported problem was confirmed and replicated during visual inspection. The mtm was installed onto the system and powered up. The sine cycle and a test drive were performed, and the mtm failed the grip calibration. Other tests were also performed. The complaint was confirmed based on failure analysis. The root cause was attributed to the damaged inner and outer grip springs.

Event description:
Refer to h11 for follow-up information.